Event description:
It was reported to covidien on (B)(6) 2012 that a customer had an issue with rfs stylet, 6f, 12cm (w/ attached cable). The customer states that patient was treated for a closurefast procedure and was sent home. The patient then calls back the facility stating that he had to removed a small piece of plastic from under the skin. The patient brought the piece back for evaluation. The piece looks to be a piece of the rfs stylet. No medical intervention.

Manufacturer narrative:
Submit date: 05/01/2012. An investigation is currently underway. Upon completion, the results will be forwarded.